Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting that she was unable to test because she was receiving an error 4 message on her freestyle meter. Due to inability to test, the customer became light headed and lost consciousness. Paramedics were called and the customer was treated with IV glucose. The meter has been returned and, through the course of investigation, has been discovered to exhibit the memory overwrite malfunction.